Event description:
Complainant alleged that while monitoring a thirty two year old female patient with chest pain, the device automatically charged up when it was switched from off to on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.